Event description:
During robotic procedure m.d. Noted monopolar scissor was defective. Scissor tip was in place during removal of the instrument and m.d. Was concerned for patient safety and unsure of any tissue burn due to default of instrument. Physician disclosed to patient.